Manufacturer narrative:
The device ro10013 has been inspected for investigation purpose. The tests performed confirmed that fixations on leksell frame adaptor should be replaced. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the leksell frame adaptor was non-functional. There was no patient involvement reported.